Event description:
Reporter alleged blood glucose measured "hi" back to back with a result of 136 mg/dl when tests were performed 30 seconds apart. Customer stated taking normal dose of 10 units of rapid acting insulin as a result and no adverse event resulted. No other actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.